Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported when the rigid video scope probe was plugged in it kept saying error message. The issue occurred during preparation of an unspecified procedure and was completed using a similar set of equipment. There was a delay of the procedure by minutes. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additionally, this supplemental report is to inform correction to g3 of the initial MDR submitted , the correct aware date (g3) is 4/11/24 and not 3/27/24. The device was returned to olympus for evaluation. The device evaluation found to have damage to the distal end. In a follow up response, the customer was unable to specify the error that they had and it is possible that the damage to the distal end was related to the error the customer reported. Based on the results of the investigation, the cause of the distal end damage could not be determined. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported when the rigid video scope probe was plugged in it kept saying error message. The issue occurred during preparation of an unspecified procedure and was completed using a similar set of equipment. There was a delay of the procedure by minutes. There were no reports of patient harm.